Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's stimulator was not working and was experiencing inadequate stimulation in the feet. It was determined that several contacts on the right side lead had high impedances. The patient underwent a procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.